Event description:
Same case as MDR# 2134265-2011-03781 and MDR# 2134265-2011-03973. It was reported that post a percutaneous coronary intervention, patient death occurred. Access was gained via the right femoral artery. The target lesion was located in the severely calcified and severely tortuous right coronary artery. An apex balloon was used for pre-dilation and a guide catheter was placed. An unknown sized ion stent was advanced to the target lesion but unable to cross the lesion. The stent delivery system and the guide catheter were being removed when the stent dislodged from the balloon in the superficial femoral artery near the sheath. 2 other ion stents were placed without any reported problems. The physician did not realize until closing the access site that the first ion stent dislodged, but was not concerned about the dislodged stent. There was no attempt to remove the dislodged stent. The patient's condition of st elevation and mi worsened and the patient was moved to the ICU. A vascular surgeon was consulted about the possibility of scheduling a procedure to snare the dislodged stent. The patient passed in the ICU later that night of tamponade attributed to mi. Additional information has been requested and is not available.

Manufacturer narrative:
Device is combination product. Device evaluated by MFR: it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further information from that review, a supplemental medwatch will be filed. (B)(4).